Event description:
The lay user/pt contacted lifescan alleging the meter has a glare/reflection issue that makes the display hard to read. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.